Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl), a non-boston scientific scope to place a wire from the kidney to the bladder, and a versavue device was also used. When attempting to remove the versavue, it was noted that the device became stuck in the scope's sheath and broke apart. The sheath was removed, and the procedure had to be completed with an alternative method.

Manufacturer narrative:
Block h6: impact code a0413 is being used to capture the reportable event of unexpected material separation.

Manufacturer narrative:
Block h6: impact code a0413 is being used to capture the reportable event of unexpected material separation. Block h11: the returned versavue device was analyzed, and functional testing confirmed that the outer diameter met specifications. Visual inspection revealed that the bending cell section of the returned scope was broken. X-ray imaging and additional testing did not identify any other abnormalities. Review of the provided media indicated material separation, as the images showed that the shaft cells had become separated. However, based on the images alone, it was not possible to confirm whether the device was difficult to remove or if entrapment occurred. Disassembly of the returned product confirmed a broken section of the bending cell, but no further abnormalities were found upon x-ray review. The likely cause appears to be incompatibility between the versavue device and the non-boston scientific scope. The customer reported that no dilator or guidewire was used during assembly, although resistance was noted during the process. Since the customer did not provide the specific non-boston scientific scope model or details regarding usage conditions and storage environment, further verification of the issue was not possible. This event is considered an isolated quality incident. Based on the provided images, only the "material separation" complaint code is confirmed, as shown in the photos. The codes for "difficult to remove" and "entrapment of device or device component" cannot be confirmed because additional compatibility testing could not be performed. It is also possible that the reported resistance was due to tortuous anatomy; however, no evidence is available to support this. As an expected or random component failure was identified without any design or manufacturing defect, the most probable cause for this complaint is cause traced to component failure. Block h11: we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a percutaneous nephrolithotomy (pcnl), a non-boston scientific scope to place a wire from the kidney to the bladder, and a versavue device was also used. When attempting to remove the versavue, it was noted that the device became stuck in the scope's sheath and broke apart. The sheath was removed, and the procedure had to be completed with an alternative method.